Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release.  All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported a high readings issue with the adc freestyle libre sensor, stating that he received sensor scan readings that were "too high compared to blood measurement" (blood glucose meter unspecified) on (B)(6) 2019. No readings were provided, but the customer further reported that he experienced unspecified symptoms of hypoglycemia. The customer presented to a hospital, where he was diagnosed with hypoglycemia and treated with oral glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre sensor, stating that he received sensor scan readings that were "too high compared to blood measurement" (blood glucose meter unspecified) on (B)(6) 2019. No readings were provided, but the customer further reported that he experienced unspecified symptoms of hypoglycemia. The customer presented to a hospital, where he was diagnosed with hypoglycemia and treated with oral glucose. There was no report of death or permanent impairment associated with this event.